Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard retrievable meridian inferior vena cava filter was deployed in infra renal position for a patient with recurrent left leg deep vein thrombosis. Post deployment studies showed uncomplicated placement of retrievable meridian inferior vena cava filter in infra renal position and there was no evidence of inferior vena cava thrombus. Approximately one month post deployment, through the right internal jugular vein approach, the bard retrievable meridian inferior vena cava filter was attempted for removal. The internal jugular vein was accessed with sonographic guidance and a sheath was advanced over guidewire into the inferior vena cava. An inferior vena cavogram was performed which demonstrated no evidence of inferior vena cava thrombus. However, the inferior vena cavogram did demonstrated that the filter had tilted since its initial placement as the retrieval hook at the apex of the filter was now positioned up against the posterior wall of the inferior vena cava. Numerous attempts were then made to retrieve the filter, utilizing various snares, as well as multiple wire, catheter and balloon combinations to try to move the hook off the wall but were unsuccessful. The attempt in removal of inferior vena cava filter was unsuccessful due to its position with the retrieval hook up against the posterior wall of the inferior vena cava. Around five days later, through the right internal jugular vein approach, another attempt was made to remove the bard retrievable meridian inferior vena cava filter. Initial imaging again demonstrated the filter to be tilted posteriorly and toward the left. As noted previously, one of the filter legs was bent, oriented perpendicular and anterior to the filter. An inferior vena cavogram was performed further which demonstrated that the apex and retrieval hook of the filter were noted to lie posterior to and outside of the lumen of the inferior vena cava. Further venography and catheter ¿ wire manipulations demonstrated, the apex and retrieval hook to be wedged within a venous branch, with the hook embedded within the superior wall of this branch. Multiple attempts were then made to reposition and retrieve the filter and despite. All these attempts, the apex of the filter was fixed in its position and could not safely be freed from the vein in which it was embedded. Finally, the procedure was thus terminated. Around three months later, on reviewing the outside studies as well as the most recent ultrasound, it was confirmed that there was a patent vena cava without thrombus and a displaced malpositioned bard filter protruding into very likely into one of the lumbar veins just distal to the left renal vein. Also, one of the prongs was pointing upwards and obviously perforates the inferior vena cava. Around six days later, a computed tomography of abdomen was performed for evaluation of inferior vena cava filter. The study showed that an inferior vena cava filter was present in the mid abdominal inferior vena cava and there were two right and two left renal veins. The study also showed that the filter was positioned with its tip above the level of right and left renal veins. The filter has a slightly oblique orientation, with its tip directed medially. Around one month later, through laparotomy right subcostal incision, the bard retrievable meridian inferior vena cava filter was removed. A right subcostal incision was made. The patient had a dislodged bard inferior vena cava filter that perforated the posteromedial wall of the inferior vena cava, and about 6 mm of the inferior vena cava filter was placed outside the vena cava. There was one prong of the filter that was bent, and it perforated the anterolateral wall of the vena cava. The prong was freed up and removed. After this, there was another leg of the filter that was quite firmly attached to the inferior vena cava which was later separated from the main body of the filter and was freed up without any problem. After this, suture was placed into the wall of the vena cava around the body of the filter and placed a vessel double loop around the filter. Finally, the filter was removed without a problem. A survey film was made which showed no retained metal in the vena cava. The vena cava was completely free of thrombus, and there was good flow in the vein. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc), material deformation, filter limb detachment, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), material deformation, filter limb detachment and filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2014),g2,g3,h6(patient, device, method, conclusion). H11: g1,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc with multiple limbs abutting the wall of the duodenum and tilted. The filter tip abutted the aortic wall. The device was removed via an open abdominal procedure after two unsuccessful percutaneous removal procedures. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2014); (manufacturing date 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc with multiple limbs abutting the wall of the duodenum and tilted. The filter tip abutted the aortic wall. The device was removed via open abdominal procedure after two unsuccessful percutaneous removal procedures. The status of the patient is unknown.